Event description:
The patient was being treated for an anterior communicating aneurysm in "very tortuous" anatomy. The first coil was successfully placed in the aneurysm without any issues. As the second coil [device in question] was being advanced beyond the catheter tip, both devices moved out of the aneurysm. The patient suffered a subarachnoid hemorrhage and the procedure was terminated. The physician was uncertain of the coil or the catheter caused the bleeding. The patient was reported to be "stable after craniotomy performed was with no complication."

Manufacturer narrative:
PMA-510(k): k001083